Event description:
General report received of an unspecified number of undocumented incidents of air in the tubing sets. The tubing sets were being used for rapid delivery unspecified blood products and solutions. After unspecified lengths of time in use, it was reported that while squeezing the bulb pump of the tubing set, air bubbles were noted in the bulb pump. No air was delivered to the patients. The customer contact stated the air bubbles were moved and the therapies were resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer contact indicated the devices were discarded.